Manufacturer narrative:
Concomitant medical devices: 407652 lead, 694965 lead, implanted (B)(6) 2005. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Pacing impedance stable at approximately 550 ohms, until most recent measurement on (B)(6) 2016 with the current lv pace polarity of lv ring to right ventricular (rv) coil which was 171 ohms. Alert on (B)(6) 2016 for lv ring to rv coil lead impedance.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.